Event description:
It was reported that the patient presented in clinic with infection and wound dehiscence. The device was explanted and the leads were capped on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.